Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reconnected the gui cable on the display. The unit passed extended self-testing.